Event description:
It was reported that removal difficulty occurred. A boston scientific stent and a 3.5-5.5 190 cm filterwire ez were utilized during the procedure. Following deployment of the filterwire, the bsc stent was successfully advanced and deployed at the target lesion. Upon attempting to retrieve the stent, substantial resistance was encountered, preventing its removal. Consequently, the bsc stent was withdrawn in conjunction with the filterwire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Event description:
It was reported that removal difficulty occurred. A boston scientific stent and a 3.5-5.5 190cm filterwire ez were utilized during the procedure. Following deployment of the filterwire, the bsc stent was successfully advanced and deployed at the target lesion. Upon attempting to retrieve the stent, substantial resistance was encountered, preventing its removal. Consequently, the bsc stent was withdrawn in conjunction with the filterwire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A boston scientific stent and a 3.5-5.5 190cm filterwire ez were utilized during the procedure. Following deployment of the filterwire, the bsc stent was successfully advanced and deployed at the target lesion. Upon attempting to retrieve the stent, substantial resistance was encountered, preventing its removal. Consequently, the bsc stent was withdrawn in conjunction with the filterwire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.